Manufacturer narrative:
Description of changes: field b4: added "date of this report" 10/31/2024. Field b5: updated, "describe event or problem". Field g3: updated "date received by manufacturer" to "10/22/2024". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: follow-up, what type?, checked "additional information". Field h11: added description of changes.

Event description:
After implantation with yamane technique, the lens tilted and appeared to have rotated about the optic haptic junction. The lens was explanted in an additional surgery on the same day. The lens exchange surgery was successfully done on (B)(6) 2024. The surgery went well and the patient was discharged the same day.

Manufacturer narrative:
The investigation revealed that the CT lucia 602 lens was implanted using the yamane technique, which is an off-label use for this product. The yamane technique involves a unique scleral fixation of the intraocular lens, which can present challenges not typically encountered with standard implantation methods. This off-label use can contribute to complication's such as difficulty centering the lens or haptic deformation. Given that the lens is not designed or labeled for use with the yamane technique, this deviation from the intended use may have caused the observed issue of both haptics being bent and the lens appearing rotated in the eye. The iol is intended for standard implantation techniques, and the use of the yamane technique may result in increased mechanical stress on the lens haptics, causing the abnormal positioning noted by the surgeon. No manufacturing deviations or product non-conformities were found during the review of the manufacturing records. Therefore, it can be concluded that the root cause of this issue is related to the off-label use of the product rather than a product defect or quality issue.

Event description:
It was reported that the CT lucia lens was implanted using the yamane technique. The surgeon noticed that the lens tilted and appears to have rotated about the optic haptic junction. The lens was explanted in an additional surgery on the same day. Patient was left aphakic and surgeon plans to implant a replacement lens at a later date.